Event description:
The patient reported the dentist confirmed the current dental condition includes moderate crowding, class ii right and left malocclusion, and a posterior open bite. Therefore, the dentist recommends consultation to determine if invisalign can resolve the problems or whether a referral to the orthodontist is necessary.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.